Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that a peripherally inserted central catheter (PICC line) was inserted, and the guide wire was lost in the vein. When identified, the guide wire had appeared broken in two and removed in two pieces. No other information was provided.